Manufacturer narrative:
Sample is serum with a gel barrier that was centrifuged for 10 minutes. Lab policy is to repeat all initial elevated accutni results. Customer stated there is no sample to send to cpls for testing. Service was not dispatched for this event. Customer is only questioning the results from this patient. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding troponin (accutni) results, above the ami cutoff, generated by the access 2 immunoassay system for one patient. Repeat testing on an alternate method resulted as 0.00ng/ml. Results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.